Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by out of specification ultrasonic sensor fluid readings. Internal inspection found the mechanism to have been swapped from another device. It is likely the ultrasonic is swapped as well; however, the ultrasonic could not be verified to belong to the device or to another due to the serial number being completely rubbed off. Due to the received condition of the device, it has been rendered unrepairable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.